Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had a small hole resulting in a leak; the hole was towards the end of the tubing before the last port (closest to patient). This was noticed during patient administration of morphine 8 mg and phenergan 25 mg using a pump. The tubing was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.